Event description:
Meter name: one touch profile, strip name: one touch test strips, meter code: 7, strip code: 7, strip storage: stored correctly, symptoms: pt felt disoriented. A pt reported they called 911 and was taken to the hospital. Their meter allegedly was inaccurately high. The result on their meter was 127mg/dl. The result from the lab was unk. The time difference between pt's meter and the lab is unk. Pt was treated with sugar water. No further info has been reported.